Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in portugal, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Paravalvular leakage (pvl) immediately post-procedure was mild to moderate from as commissure in context of low pressure. On post-operative day 3, the patient was experiencing severe pvl. There was appropriate volume optimization the day of the procedure. During procedure, there was an anchor on the anterior-septal (a-s) commissure that had no leaflet engagement. After deployment the anchor was higher compared to the pre deployment. The evoque procedure was completed successfully: smooth, with a good pace, and with no strange or strong maneuvers. On pod 3, pvl was noted to be severe. As per the last information provided, after stabilization and optimization of the clinical condition of the patient, the rv function looked better and the pvl decreased. Patient was discharged with a moderate pvl after at least 23 days of in-hospital stay. The clinical specialist reviewed the images and there was no sign of traumatic event during the procedure. After internal review of baseline and procedural imaging, there is evidence of right sided pericardial effusion, measuring approximately 1.1 cm adjacent to the ra, in the baseline echo. The pericardial effusion appears similar post valve deployment, and there are no maneuvers to suggest intra-cardiac injury during positioning and/or deployment. Additionally, there is evidence of a qualitatively mild to moderate anteroseptal pvl after the 56 mm evoque valve is deployed.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images labelling review the complaint for valve does not seal on annulus, significant leak flow observed (pvl) was confirmed with objective evidence. Based on the device history record review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Potential root cause of the paravalvular leak appears to be procedural in nature, likely due to a missed septal anchor near the anterior-septal commissure, which resulted in incomplete leaflet engagement. Imaging confirmed stable valve positioning and no device malfunction, with a pre-existing pericardial effusion that remained unchanged post-deployment. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.